Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose from the insulin pump. The customer had a diabetic ketoacidosis incident. The customer stated that her infusion set got ripped out because she was a rock climber. The customer will be sent a bra punch to protect her pump.